Manufacturer narrative:
The insulin pump was received with a scratched case, a missing reservoir tube o ring, a missing display window cover, a broken reservoir tube lip, a stained keypad overlay, a missing retainer and a end cap address label missing. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o ring and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a broken retainer ring. The customer stated that the reservoir lock into place. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.